Event description:
Per the surgeon, the patient experienced skin overgrowth (scar tissue). A skin revision was performed under a general anaesthetic on (B)(6) 2021. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on nov 5, 2021.